Event description:
Customer reported that when ventilator was used on pt in pressure control mode, inspiratory pressure was rising above set target pressure during inspiratory phase of breath delivery, reaching the set high inspiratory pressure limit and alarming. No injury to pt was reported.